Event description:
Acct reports leaking at the "cassette" site. States they have had 4 incidents. Some were discovered during priming and some were discovered while in use on infants. States there was no injury to pts reported.